Event description:
Two blood glucose values, obtained on the suspect device, were incorrectly stored in the device's memory. Pt indicated that blood glucose values of 115 mg/dl and 108 mg/dl, were incorrectly stored in the memory as 199 mg/dl and 240 mg/dl, respectively. Pt's blood glucose was not affected and no treatment was received. Pt's current condition: good. Technical support requested the return of the suspect product and rpelacement product was shipped.